Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's mother stated the patient's blood glucose was at 50mg/dl all day long. The patient started to feel weak and shaky and her face was red and splotchy. The patient's mother called the endocrinologist and they recommended giving the patient glucagon in small increments based on the blood glucose meter reading of 50mg/dl. It was indicated that the patient was not wearing the continuous glucose monitor (cgm) at the time of event. The patient's mother stated that when they were checking the patient's finger stick readings and entering them into the dexcom, it would not allow the patient to enter calibrations. At the time of contact, the patient's mother stated they were still trying to get the patient's lows under control. No additional patient or event information is available.